Event description:
Received report of a burst tubing during a power injection. The customer reported that a patient was undergoing an unspecified CT scan with dye injected via power injector. The customer states that "the patient's tubing had kinked, causing it to burst when the dye was injected with a power injector". There was no reported bleedback or loss of IV site. The tubing set was changed with no further incident. There was no reported adverse effect to the patient. The customer states that there have been no further incidents. Additional patient informaiton was requested, but no further informaiton was provided.